Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Is was reported that the pump ¿has been malfunctioning in its communication with dexcom supplies¿. Multiple attempts were made to follow up with the customer regarding issue and ¿medical issues¿. No additional information was provided.